Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 372mg/dl, 212mg/dl. Tests were done within <10 minutes with a difference of 49%. "Customer was smearing blood onto the strip and meter was not coded correctly". Patient did not experience any adverse events. No further information has been reported.